Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the inner conductor coil was deformed at the distal end of the terminal pin.

Event description:
It was reported that right atrial lead was unable to be successfully implanted due to bad sensing and helix issues. Lead was explanted and replaced. No adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right atrial lead was unable to be successfully implanted due to bad sensing and helix issues. Lead was explanted and replaced. No adverse patient effects.